Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set leaked from the two ports. This event occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured 11/09/2017 ¿ 11/10/2017. The device was received for evaluation. No issues were noted with the ports; however, visual inspection revealed a transversal cut in the tubing near the drip chamber. The tubing was completely severed. A portion of the tubing remained in the drip chamber. The cause of the severed tubing was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.